Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected error test and displacement test. Pump passed the dat test at 0.08715 inches. The pump was received with cracked case at the display window corners and battery tube threads. The pump was received with minor scratched display window.

Event description:
The customer reported via phone call that they were hospitalized on 6/24/2017 due to high blood glucose. The customer's blood glucose was 731 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.